Event description:
The customer spoke with a company representative over the phone and stated she experienced low blood glucose of 33 mg/dl in the morning, after her blood glucose was in the 300 to 399 mg/dl range two hours previously. The customer stated she believed an increase in activity level was contributing to her low blood glucose. Customer declined to transfer for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.